Event description:
The patient reported she is unable to establish communication between her scs ipg and external devices and alleges she last successfully charged 2 months ago. The patient is not longer receiving stimulation. An sjm representative confirmed the issues. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.